Event description:
The customer returned the ultrasound gastrovideoscope to the service center for separate issues. During the device analysis, the service repair technician identified a scratch on the acoustic lens that extended to the glue layer and dirt on the objective lens. It was determined that the damage was most likely due to component failure. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from july 22, 2026 to july 27, 2026 which may result in a delay of receipt of all of the acknowledgements. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the scratch on the acoustic lens that extended to the glue layer was traced to component failure. Dirt on the objective lens cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.